Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). After pre-dilation with a 2.25x15mm non-bsc balloon catheter, a 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the tortuous proximal lcx. When the device was removed in order to use a guidezilla guide catheter extension as support, it was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.